Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the endotracheal tube's pilot valve was broken, and verified with a 3 ml syringe where the same occurs. The valve did not inflate and the tube change was performed and worked well.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 and h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, an inflation or deflation test was performed using a syringe. Air was applied to the cuff and it was observed that the cuff deflated immediately. The sample was submerged into a container filled with water and it was observed that the leak did not come from the cuff but from the lumen of the tube instead. It was reported that the endotracheal tube's pilot valve was broken and verified with a 3ml syringe where the same occurred. The valve did not inflate. The reported issue were confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.